Event description:
The customer reported a keyboard failure made the system unusable. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the keyboard controller board. The system operates as intended.